Manufacturer narrative:
Eval summary: the reported condition of over infusing was confirmed. Inspection of the device showed that channel a pump head module (phm) failed accuracy test by over infusing. The phm was replaced in the pump to correct the condition.

Event description:
During baxter engineer inspection of the device, the channel a pump head module (phm) failed the accuracy test by over infusing. There was no pt injury or medical intervention necessary according to the hospital rep. No add'l info is available.

Manufacturer narrative:
During service by baxter it was noted that the main batteries were depleted. The batteries were replaced. The root cause of the depleted batteries was not determined. Review of trending data revealed that there is no trend. Corrective actions are currently planned for implementation as part of the colleague deployment program. Correction: the word "was" was added to the first sentence of the first paragraph. This is a correction for follow-up #1 of manufacturer report #6000001-2007-00592.

Manufacturer narrative:
During service by baxter it noted that the main batteries were depleted. The batteries were replaced. The root cause of the depleted batteries was not determined. Review of trending data revealed that there is no trend. Corrective actions are currently planned for implementation as part of the colleague deployment program.